Event description:
It was reported that a spectrum pump "ok function does not work correctly during testing". It was also reported there was no patient involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported "ok function does not work correctly." Eval found a delayed keypad response. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.